Event description:
It was reported that noise, unstable impedances, and a no capture condition were observed on the patient's right ventricular (rv) lead. The rv lead was suspected for potential fracture. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addrs1 ipg, implanted (B)(6) 2009. (B)(4).